Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter kit. During the procedure, the physician used the benchmark delivery catheter with the included select catheter. The physician removed the select catheter from the patient and placed it under a towel. When the physician attempted to use the select catheter later in the procedure, the physician found it to be kinked. The physician opened a new penumbra neuron select catheter to use with the benchmark delivery catheter and the procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result code: the select catheter was kinked approximately 41.5 cm from the distal tip. Conclusion code: the complaint has been evaluated. The complaint indicated that during the procedure, the catheter was placed under a towel for later use. When the catheter was removed from under the towel, it was kinked. Evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during preparation for use. If the select catheter is manipulated forcefully or at an angle during use or preparation for reuse, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.